Manufacturer narrative:
Explant due to lack of effect (mitral regurgitation) was reported. The investigation found the device met visual specifications. The ring was returned with sutures and contained blood/body fluids. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 32mm seguin semi-rigid saddle ring was chosen for a procedure. The ring was implanted. Five months after the procedure, a severe mitral regurgitation was noted. A mitral valve replacement surgery was performed and unknown device was implanted. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 32mm seguin semi-rigid saddle ring was chosen for a procedure. After implantation, a severe mitral regurgitation was noted. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.